Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinic noted the pacemaker exhibited oversensing of the minute ventilation signal on the right atrial (ra) channel. Further review of the data found abrupt changes in another manufacture's ra lead pacing impedance measurements from the 400 ohm range up to 1500 ohms. A gradual rise in another manufacture's right ventricular (rv) lead impedance from 500 ohms to 780 ohms was also observed. The pacemaker, ra and rv lead remain in service and no adverse patient effects were reported.